Event description:
A customer reported a power source alert while using a tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level as they declined to answer specific questions regarding this. Multiple follow-up attempts were made by technical support, but the customer did not respond, so no additional information regarding the outcome of the event was received.